Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event until the routine device replacement, lead replacement is anticipated. The patient was stable.

Event description:
Additional information was received confirming the right ventricular lead was not replaced during the elective device exchange. The device was reprogrammed to resolve the event. The patient was stable.